Event description:
Female with left-sided pcom aneurysm underwent pipeline embolization. Inspection of the pusher wire after the procedure demonstrated multiple areas of chipping of the hydrophilic coating. After the procedure, the patient was awakened and found to have no new neurologic deficits. She tolerated the procedure well and left the interventional suite in stable condition. A few weeks later the patient was transferred from another hospital with stroke like symptoms. Lesions seen on MRI are suspected as being related to chipped hydrophilic material. Patient has been discharged and is currently clinically stable.======================manufacturer response for pipeline flow diverter, pipeline (per site reporter).======================the vendor was immediately made aware of the issue and have filed their own internal incident report.